Event description:
It was reported that review of the stored egms showed the patient received inappropriate hv therapy. Noise was noted on the lead. Lead insulation damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.